Event description:
It was reported that, "x-ray indicated loose stem. Broken cables. Also had an incarcerated omniflex sleeve distal to cemented stem left from primary tha. Surgeon replaced cup liner and removed by hand. Performed osteotomy and implanted a calcar/conical stem."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, then it will be submitted in a supplemental report.